Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: 'o2 is 6% lower than set level. Run vent for a couple minutes to have it alarm "low o2". No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: fields b4, g6, h2, h6 and h11 are updated. The unit alarmed with a low oxygen alarm. No patient involved. Consequently, the event did not cause or contribute to a death or serious injury. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur. Therefore, based on this information, the event is assessed as no longer reportable, and the case can be closed with this follow-up report

Event description:
The following was reported to hamiton medical ag: 'o2 is 6% lower than set level. Run vent for a couple minutes to have it alarm "low o2". No patient involvement.